Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 module. The sample results with the 9-minute application were: the initial result was 61.7 ng/l and the repeated result was 60.4 ng/l. The sample results with the 18-minute application were: the initial result was 123 ng/l and the repeated result was 59.8 ng/l.

Manufacturer narrative:
Calibration and qc were acceptable. During a review of the alarm trace data, 33 sample-related alarms were observed. Based on a review of sample foam images, the quality of samples appears to be generally good. Some of the samples showed a white metallic film or small particulate matter. Due to the limited information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.